Event description:
Rescue personnel were treating a pt and reportedly observed the device turn itself off. The device's was turned back on and allegedly turned itself back off. The pt info was not made available.